Event description:
Information was received from a patient with an implantable neurostimulator (ins) for other chronic/intractable pain in their trunk/ limbs and non-malignant pain. The patient stated that they are considering a medial branch block and radiofrequency ablation for their back pain. They do not have their stimulator for their back pain. It delivers stimulation to their sacral area for their bladder pelvic pain. The patient has both symptoms. They have leakage and has to cath. Their bladder got over extended; it is like clear with not a lot of muscle tone so they cannot push. They got their device because it was MRI compatible and they needed mris. The patient reported that since implant they have never received really good stimulation and still has to cath. The patient stated that their back pain has been a long time for has gotten worse this year and has been treated since (B)(6) 2017. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.